Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a blockage event with an infusion set where the tubing was blocked and was alerted by alarm 2 followed by alarm 26. This led to increase in the blood glucose level therefore, patient took a correction bolus via pump. Patient changed supplies as necessary and resumed insulin therapy. No further information available.